Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was lead dislodgement noted via diagnostic imaging on the left ventricular (lv) lead. The lead was explanted and replaced and the patient was stable following the procedure.